Event description:
Customer states air leak from the cuff was confirmed. The unit was used in a pt with an infection. The unit was not returned from the customer. The customer confirmed no pt harm. At this time, required medical intervention (recannulation of a replacement tube) is unk. Attempts are being made to collect further info.